Manufacturer narrative:
Philips has investigated this complaint and according to the additional information gathered, the system was outside of use at the time of the reported problem. The customer informed the philips remote service engineer (rse) that the system failed to boot up for the first time but worked fine afterward. The rse connected with the customer remotely and as part of troubleshooting, found that the power supply was faulty. As a proactive measure, the customer ordered a new power supply. The defective power supply was returned to philips for further analysis. The cause of the power supply could not be conclusively determined by the supplier¿s part analysis; however, the replacement of power supply by the hospital engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the system power supply. No harm was reported to philips. Philips has started an investigation of this complaint.